Event description:
Customer reported a sensor error on her insulin pump. The customer's blood glucose was 42 mg/dl. The customer treated herself for low blood glucose. Troubleshooting found the sensor appeared to be fully inserted and flat against her skin. Customer also stated the lost sensor alert was occuring during the warm up period. Customer stated the lost sensor alert stopped occurring 20 minutes after entering a blood glucose for calibration. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.